Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the main lamp of the xenon light source was unable to light up and the emergency lamp was activated. The issue occurred during set up/inspection for use. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, g6, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failure of the power supply unit and failure of the igniter. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: failure of the power supply unit and the igniter contributed to the main lamp being unable to light up and causing the emergency lamp to activate. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.